Event description:
It was reported that during an unspecified time while inside the patient the distal tip of a 300cm straight tip v-14 guide wire detached. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Examination of the complaint device revealed the distal end kinked at 299.2cm approx. From the proximal end and the distal tip peeled at 0.4cm approx. From the distal end. All outer diameter measurements met specifications. No fracture on the device was noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified time while inside the patient the distal tip of a 300cm straight tip v-14 guide wire detached. No patient complications were reported and the patient's status is stable.